Manufacturer narrative:
A review of the device history records, including collagen coating records, indicated that the product was processed and inspected according to procedures and no anomaly was found. Specifically, the review of the water permeability testing of products coated on the same day and under the same conditions as the complaint device indicated values well within product specifications. One retention sample coated on the same period and under the same conditions as the complaint device underwent water permeability testing at 120mmhg as per iso (B)(4). The test result indicated a value well within product specifications. No conclusion can be drawn. However, all available info would tend to indicate that the device was not defective.

Event description:
It was reported that during a vascular surgery performed on (B)(6) 2014, oozing occurred from the graft. Blood loss was about 20-30 ml, and the blood leak stopped in 10 minutes. Glue and hemostatic powder were applied to complete the surgery. The graft remained implanted. No pt injury was reported.